Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a black smudge in the middle of the screen that forced patient to rotate insulin pump to see the display. Insulin pump would take a lot longer to rewind, had reduced battery life and scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.